Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer observed a shift upward on correlation samples on the axsym digoxin iii assay compared to the digoxin ii assay. The customer also received an error code #1063 (invalid test result, correlation coefficient too low). There was no impact to pt management reported.